Event description:
It was reported that the customer had high blood glucose of 166 mg/dl. Caller stated that the customer's insulin pump was not working correctly, it was showing low battery alarm and the buttons was not responding, customer changed battery, but button still did not respond. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.